Event description:
It was reported that a patient with anti-plaque treatment and acute coronary syndrome experienced difficulties post angio-seal vip deployment. Twenty-four hours after the angioplasty, at home, during the first stand up, the patient had a vasovagal incident that seemed to be correlated to a "pop up in the groin". The definition of a "pop" in the groin was given by sjm cardiology as when the knot is locking in and the compaction process isn't fully completed during deployment, or if the anchor is half in or half out of the artery and is held back by the dome of the anchor and is released by a sudden movement of the patient. The angio-seal pops up out of the artery and a hematoma forms. The patient returned to the hospital and the physician confirmed a hemotoma had developed. There was no further complication and no intervention was done.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.